Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a (B)(6)-year-old female patient who had essure (batch no. B93874) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Co-suspect products included metformin. The patient's medical history included c-section, bladder infection, polycystic ovarian syndrome, bacterial vaginosis, heavy periods, acne rosacea, adhd, bipolar affective disorder, headache, depression, irritable bowel syndrome, influenza immunization and migraine. Concomitant products included (B)(6) and spironolactone. On an unknown date, the patient started metformin. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2017, the patient experienced genital haemorrhage ("abnormal bleeding") and allergy to metals ("nickel allergy"), 3 years 4 months after insertion of essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and endometriosis ("endometriosis"). The patient was treated with surgery (surgical removal of coils). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage and allergy to metals outcome was unknown and the endometriosis had not resolved. The reporter considered allergy to metals, endometriosis, genital haemorrhage and pelvic pain to be related to essure. The reporter commented: follow-up 1 and 2 processed together. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2017: clinical information: heavy periods, essure implants diagnosis -a. End myometrium, curettage: fragments of mildly disordered proliferative endometrium and unremarkable myometrium - negative for atypia or malignancy b - right essure implant (gross only) c-left essure implant: (gross only). Gross description - part a -the specimen is received in formalin, labeled "vinzant, eryn, endo myometrium," received are multiple segments of pink-tan, partially cauterized membranous tissue measuring 5.4 x 4,9 x 1.5 cm in aggregate dimensions. The specimen has an aggregate weight of 3.8 grams. The specimen is submitted entirely in cassettes. Part b -the specimen is received fresh, labeled "vinzant, eryn, right essure implant." Received is a metallic spring, which has been predominantly unwound, measuring 21.1 cm in length and ranging in diameter from <0.1 to 0.3 cm sections are not submitted. Part c - the specimen is received in formalin, labeled "vinzant, eryn, left essure implant." Received is a strip of silver metal measuring 23.1 cm in length by <0.1 cm in diameter. Sections are not submitted. Ultrasound scan vagina - on (B)(6) 2015: unknown. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the consumer is not possible. Most recent follow-up information incorporated above includes: on 16-dec-2019: plaintiff fact sheet received. Reporter information updated. Patient demographic information updated. Product information details updated. Product indication female sterilization updated. Essure stop date updated. Other relevant history and lab data updated. Lot number newly added. Event injury was replaced with pelvic pain. Events: abnormal bleeding, nickel allergy, endometriosis were newly added. On 20-dec-2019: medical record received. Reporter information updated. Other relevant history and lab data updated a technical investigation will be conducted, including a batch review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.